Event description:
A 6f runway guide catheter opened and noticeable "crimp" and/or flattened area in tubing noted when taken out of packaging. No apparent damage/crushing to packaging. Appears catheter was damaged prior to final packaging during manufacturing process. Another device was used on the patient. No harm.